Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
2 mics hand pieces at northern beaches failed mics status check and we had to open a 3rd hand piece to carry on with bone cuts in mako tka. Case type: tka. 15 minute surgical delay.

Event description:
2 mics hand pieces at northern beaches failed mics status check and we had to open a 3rd hand piece to carry on with bone cuts in mako tka. Case type: tka. 15 minute surgical delay. Update: yes, this patient was under anesthesia during the error ¿ we were in the middle of cutting the tibial bone in a total knee replacement.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that 2 mics hand pieces at northern beaches failed mics status check and we had to open a 3rd hand piece to carry on with bone cuts in mako tka. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA: 2127499 has been raised for the same. Although a picture of the device was provided but nothing relevant to the current event could be determined from it. Product history review: device history records indicate 25 devices were manufactured under lot: k0awt and 24 devices were accepted into final stock on 03/06/2018. A review of qt 18-03-0013 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k0awt shows 08 additional complaints related to the failure in this investigation. Complaint: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc: 1414517 and CAPA: 1450904. H3 other text : product was not available for evaluation.